Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The snubber assembly, filament driver and generator driver were replaced. The generator alignments were performed. The fluoroscopy was measured to be within specs. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed a saturation error message on the generator display during fluoroscopy attempts. No pt injury was reported.